Event description:
During a pt transfer with a floor lift, the device tilted and fell on bed, hitting an individual. At this time, info rec'd is contradictory if the device hit the pt or the caregiver. The caregiver sustained a bruise on left buttock, which did not require any treatment.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the MFR arjohuntleigh magog inc (B)(4). MFR complaint number: (B)(4). The MFR is waiting for supplemental details about sequence of events. Add'l info will be provided following the conclusion of the MFR's investigation.